Event description:
I used a contact solution by alcon "clear care plus" 300048698-0521 lot 11tf5 exp. 2024-12-31. This is a peroxide based contact lens cleaner and comfort solution. The 3% hydrogen peroxide is neutralized using an activator and soaking contacts for >6 hours overnight. I opened a new bottle of solution and activator, added the solution to the line on the vial, put contact lenses in the holder and screwed cap down on vial. Eight hours later, the solution should have been changed to isotonic normal saline for use to insert in eye. Upon insertion of the contact lens, I experience pain and burning in the eye, probably because the activator did not function properly to change the peroxide solution to saline. I used normal saline to rinse my eye 4 times, before the burning went away. My eye is currently red. I contacted alcon via their website to inform them of the issue and identified the lot of the product. Product cleans and wets contact lenses.